Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the middle button of insulin pump was stick or difficult to activate. Customer stated the insulin pump had grinding sound during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Rewind functioned properly and no unexpected loud motor noise noted during testing. No damage or moisture damage on keypad assembly and no unlocked electrical board 1 keypad connector noted during visual inspection. Device was received with scratched case and pillowing keypad overlay. (B)(4).